Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device displayed alarm 78 (non-recoverable system error). It was advised that the chiller temperature (t4) sensor has shorted and they would need to replace the tank harness. Parts and pricing provided.

Event description:
It was reported that arctic sun device displayed alarm 78 (non-recoverable system error). It was advised that the chiller temperature (t4) sensor has shorted and they would need to replace the tank harness. Parts and pricing provided. Per follow up information received via phone on (B)(6) 2024, it was reported that they confirmed tank harness replacement. Denies patient involvement at time of malfunction. Device has returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t4 thermistor. It was advised that the chiller temperature (t4) sensor has shorted and they would need to replace the tank harness. Parts and pricing provided. Per follow-up information, biomed confirmed tank harness replacement. Denies patient involvement at time of malfunction. Device has returned to service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.